Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 18-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a hardware failure. A field service engineer found that drawer 5.1 was standing open and waited until the rn removed the medications before inspecting the drawer. Drawer 5.1 would not close completely. The fse opened the back of the main cabinet, powered off the pyxis, and removed the back of drawer 5. The fse inspected both drawers 5.1 and 5.2 and found that cubie lid d5 in drawer 5.2 was open. When customer opened drawer 5.1 it functioned normally; however, when attempting to close it, the open cubie lid in drawer 5.2 prevented drawer 5.1 from closing. The fse reached between drawers 5.1 and 5.2, closed the cubie lid, and was then able to open and close both drawers properly. The fse powered the pyxis back on, and the customer was able to recover drawer 5.1 in the application. Manual testing was performed, and the customer confirmed that the failure was successfully resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the cubie drawer in position 5 failed and would not open to allow recovery. The facility also noted that this drawer appeared to be protruding further than the other drawers. The user stated that the drawer had been replaced on (B)(6), and the facility reported experiencing issues with it since then but had not previously escalated the problem, as they had been able to recover it until now. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.